Manufacturer narrative:
Device passed the displacement, self test and passed the delivery accuracy test noted. No missing segment/partial display anomaly during test. Device received with cracked lcd window, cracked case display window corner and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had partial display and insulin pump also restarts whenever customer changes reservoirs. The customer¿s blood glucose was 165 mg/dl at the time of incident. The customer stated that reservoir lip ring was damaged and reservoir was able to lock in place. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.